Event description:
Customer reported the display on the dpm 7 monitor was not working which may have resulted in a loss of monitoring. No pt injury was reported.

Manufacturer narrative:
Svc reps replaced the units front panel assembly. Calibrated and safety tested unit to factory specifications.